Event description:
The consumer indicated on two separate occasions her tampon came apart and tampon pieces remained inside of her.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: mfg quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The cause of the reported complaint could not be determined. Complaint sample was returned and product eval is underway. Info from this incident will be included in our product complaint and MDR trend analysis.